Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one trek biopsy needle assembly, one ejector rod and one ejector guide were received for evaluation. Upon visual evaluation, the device appears to have blood residue. Under microscopic observations, a crack was noted to the introducer cannula hub. Due to the nature of the complaint, no functional testing was not performed to the samples. Therefore, the investigation is confirmed for the identified crack as a crack was noted on the cannula hub. However, the investigation is unconfirmed for the reported break as no break was noted on the returned device. A definitive root cause for the reported break and identified crack could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the cannula allegedly broke but no cracking sound this time. It was further reported that the healthcare professional tried to pull aspirate with needle but it bubbled until all suction was lost. There was no reported patient injury.

Event description:
It was reported that during a bone marrow biopsy procedure, the cannula allegedly broke but no cracking sound this time. It was further reported that the healthcare professional tried to pull aspirate with needle but it bubbled until all suction was lost. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3. H11: d4 (medical device lot number, unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, the cannula allegedly broke but no cracking sound this time. It was further reported that the healthcare professional tried to pull aspirate with needle but it bubbled until all suction was lost. There was no reported patient injury.